Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), and for the nitinol stent component, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not explanted, the analysis of the prosthesis could not be performed. Based on the manufacturing and quality documents review performed, no manufacturing deficiencies were identified. Based on livanova's past clinical research, the main root cause for stent folding is valve oversizing, associated with other factors such as heavy calcified portion of the annulus, or uneven decalcification. However, since no device investigation was possible and limited information is available, it is not possible to confirm the root cause of the reported event at this time. Device not explanted.

Event description:
On (B)(6) 2018, the patient received a perceval pvs23 to replace the native aortic valve. Postoperatively, the tee showed that the device was correctly implanted. The procedure was performed in full sternotomy and no concomitant procedures occurred. However, the echocardiography and CT-scan performed a few days later (B)(6)2018 and (B)(6) 2018, respectively), showed a bending of the stent. The patient was re-operated on (B)(6) 2018. A valve-in-valve procedure was performed with an edwards sapien 3, 20 mm. It was reported that the patient had a bulky calcification.

Manufacturer narrative:
Device not explanted.

Event description:
The patient received a percival pvs23 to replace the native aortic valve. The prosthesis was implanted successfully with no issues. However, a few days later ((B)(6) 2018), the stent appeared bent and the surgeon decided to programme a valve-in-valve procedure.

Event description:
On (B)(6) 2018, an 84 years old female patient received a perceval pvs23 to replace the native aortic valve. The diagnosis was of heart failure due to severe aortic stenosis. Postoperatively, the tee showed that the device was correctly implanted. The procedure was performed in full sternotomy and no concomitant procedures occurred. However, the echocardiography and CT-scan performed a few days later (10 oct 2018 and 19 oct 2018, respectively), showed a bending of the stent. Specifically, transthoracic echocardiography (tte) and transesophageal echocardiography (tee) showed a non-dilated left ventricle with mild-moderate systolic dysfunction (lvef 45%). The aortic biologic prosthesis presented with severe paravalvular regurgitation: one paravalvular jet on the non-coronary sinus. At the cardiac CT, the aortic biologic prosthesis presented with under-expansion on the non-coronary sinus. The patient was re-operated on 26 oct 2018. To treat the severe and symptomatic aortic paravalvular regurgitation, a transcatheter aortic valve in valve replacement was decided. The implant of a percutaneous prosthesis was performed, with a balloon-expandable prosthesis sapien 3 of 20 mm under ventricular pacing at 180 bpm. Protection of both coronary arteries was achieved with a guiding catheter, a guide wire, and a balloon/stent. An adequate prosthesis expansion was obtained with reduction of the aortic paravalvular regurgitation and permeability of both coronary arteries. A good echocardiographic result was observed, with mild aortic paravalvular regurgitation and without significant aortic stenosis (mean gradient of 10 mmhg and peak velocity of 2,2 m/s). Good clinical evolution is reported, with dyspnea in nyha class I. As a factor that may have contributed to the stent folding, it was reported that the patient had a bulky calcification, but not excessive.

Manufacturer narrative:
The manufacturer received additional information on this event on 21 may 2019. As such, the event description and the patient's information have been updated to include the information received. This additional information, however, does not change the results of the investigation provided on (B)(6) 2019.